Event description:
It was reported that during the t's simultaneously deployed. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. T2 remains in its customary pre-deployment position. The actuator is in its post t1 deployment position indicating a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. As a result of the test t2 deployed as intended. The condition of the device indicates the trigger was manually advanced deploying t1. This investigation could not identify any evidence of product contribution to the reported complaint.